Manufacturer narrative:
The system controller was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the driveline was cut by the surgeon at the time of the pump replacement. (Ref MFR report # 2916596-2013-00851 for pump replacement). The pump was connected to battery power and the pt when the driveline was cut by the surgeon; however, no alarms sounded when the driveline was cut. The system controller was exchanged and the issue was resolved. The pt remains ongoing.